Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The customer returned a pair of unused electrode pads, which were tested with the device; the device was put through extensive testing without duplicating the malfunction. A review of the clinical patient data showed messages that are consistent with high impedance, which can be indicative of an electrode to patient connection issue. However, the event electrode pads and the ECG cable were not available for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown) the device lost ECG signal was switching from monitor to pacer mode. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.